Event description:
Complaint: a clinical manager reported to (B)(6) that a patient experienced an allergic reaction to nitrile exam glove large; reported burning/itching of hands after usage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).